Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). During the procedure, the psr3d was unable to remove the clot because the four chambers on the psr3d were unable to open. Therefore, the psr3d was removed, and the procedure was completed using a non-penumbra stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 06/07/2019: box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician advanced the psr3d to the target location using a penumbra system 3max reperfusion catheter (3maxc). The physician then found that the psr3d was unable to remove the clot because the four 6 chambers on the psr3d were unable to open. Therefore, the psr3d was removed, and the procedure was completed using a non-penumbra stent retriever and the same 3maxc. There was no report of an adverse effect to the patient.